Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported via social media that the patient stated, ¿your meter does not work right nearly killed me¿. No other patient or event details were provided. There was no identifying patient information from the social media post, therefore, dexcom technical support was unable to reach out to the patient for further event clarification. No other patient or event details were available including patient symptoms or medication/treatment details. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.